Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had stopped working. The customer's blood glucose level was unknown. The customer reported that there was a crack on the insulin pump and when they had the battery inside, it flashed white on the screen. The customer reported that there was a crack on the back of the insulin pump. They stated that there was no damage to the reservoir lip ring. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. The lcd screen has multiple cracks inside it as well. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.